Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead during an unrelated procedure. The device was reprogrammed to resolve the event, and the patient was in stable condition.